Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that between intra operation and post operation mode, the orthopat machine lost power and there was a burning smell. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that between intra operation and post operation mode, the orthopat machine lost power and there was a burning smell. No donor or operator injury was reported. The device has not been returned therefore, no eval was performed. A f/u report will be filed when additional info becomes available. Haemonetics (B)(4).